Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with ventricular tachycardia non-sustained (vtns) and sensing integrity counter (sic) episodes. The lead was found to have high thresholds. The lead was programmed off. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.